Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a hemodialysis (hd) patient coded during hd therapy while utilizing a 2008t hd machine. The biomed was inquiring about the ultrafiltration (uf) testing procedures and checklist to perform post-event testing on the machine. Upon follow-up with the patient¿s hd nurse, it was reported the patient experienced a cardiac arrest due to unknown etiology during an hd treatment on (B)(6) 2025. The patient was transported to the hospital after a return of systemic circulation, and they were admitted. The patient¿s contributing comorbidities included a history of cardiomyopathy and hypertensive heart disease with heart failure. The patient was able to undergo renal replacement therapy during the hospitalization (modality and device not reported). The patient recovered from this event and was discharged from the hospital (date of discharge not reported). It was confirmed that the patient¿s cardiac arrest was not directly related to a deficiency or malfunction of any fresenius device(s), product(s) and/or their dialysis therapy. The patient returned to the in-center clinic post-discharge as they continue hd therapy without incident.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hd system and the patient¿s cardiac arrest. The root cause of this patient¿s adverse event cannot be determined; however, there was no indication that the patient¿s cardiac arrest was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the end-stage renal disease (esrd) population continues to experience events that carry a high risk of mortality and fewer expected years of life when compared to the general population, particularly in the environment of significant cardiac disease. Therefore, the 2008t hd system can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.